Event description:
It was reported that the patient underwent replacement surgery for the removal ams 700 inflatable penile prosthesis and replacement of a new tactra due to unspecified reason. Additional information received stated that the patient could not master how to pump his old device so new device was cut to 24 cm based off of the corporal measurements. The patient was doing well following the procedure.